Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed because it stopped working as the balloon was deflated due to fluid loss. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported in relation to this event.